Event description:
The event was reported by a customer from USA: "2 sapphire power supply has problems. Reported as a complaint and customer already received a replacement. 1 power supply has no output and won't charge. The other power supply has a broken case. Problem came from the family and maternity center. No reported patient involvement. Delay in therapy: unknown. Need for medical intervention: unknown human harm: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.